Event description:
The customer reported background failed system message and less than one (1) milliliter of odorless, colorless fluid leaked in the area of the waste chamber and vacuum isolator chamber during the disinfect cycle involving coulter hmx hematology analyzer with autoloader. While aspirating the bleach, the customer felt a very fine spray of unknown fluid on the face. The customer suspected the fluid to be 50% bleach, deionized water, or diluent and washed the face. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer stated the fluid did not come into contact with mucus membranes. No medical attention was sought, and there was no operator consequence associated with this event. Patient results were not impacted. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a hole in the tubing from the diluent reservoir to the sweep flow, through the fitting. The fse replaced the tubing and resolved the leak issue. The fse also noted abnormal 1 control was running low on red blood cells (rbcs) and rbcs running low on all levels of controls (but within range on the normal and abnormal 2). The fse cleaned the blood sampling valve (bsv) and noticed a slight bend in the probe and corrected the bend. The fse rough adjusted the calibration factor for rbcs and verified instrument performance and reproducibility. The instrument conformed to the manufacturer's published performance specifications. (B)(4).